Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty disconnecting the driveline from the system controller (release button issue) could not be confirmed through this evaluation, as the system controller (B)(6) was not returned for evaluation. However, the log file was provided for review. The submitted log file contained intermittent low voltage and power cable disconnect (faults) alarms due to the rsoc voltage on the black power lead dropping. The atypical alarms only occurred while the controller was connected to battery power and did not happen while the patient was connected to the mpu. These alarms did not affect the controller¿s ability to operate the pump at the set speed. Based on the log file review, these atypical events could be a possible controller's black power cable issue since the alarms are only occurring on the black power lead. There were no events associated with the report of difficulty disconnecting the driveline captured within the log file. As the system controller (B)(6) was not returned for evaluation, a specific cause for the reported event (release button issue) and the atypical events captured within the log could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event including the return status of the device; however, no response was given. As a result, this complaint file will close with no further actions. If the product is returned at a later time, the complaint will be re-opened. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specifications. System controller serial number (B)(6) was shipped to the customer on 22apr2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was trying to swap his controller out due to some alarms and his controller was looking rough. The red release button was frozen and could not be depressed to release the driveline and the controller could not be replaced. It was assumed that the connection site was filled with dead skin cells and dog hair. The patient's driveline was also not looking good and was in need of a cosmetic repair. X-rays were taken and it was noted that the controller flashed 'connect to power' as one power cable was bending at a fragile point. This led healthcare providers to believe there was a controller problem. Log files were submitted and technical services found no alarms related to driveline damage. The tear and separation of the outer jacket of the driveline appeared to be cosmetic. There were some lower than average voltage readings on mobile power unit and battery power, which indicated that the controller leads were worn and required replacement. On (B)(6) 2021 the patient had approximately 14 inches of their driveline repaired. Related manufacturer reference number: 2916596-2021-02485.